Event description:
The technician had turned the analyzer off after having issues with the pneumatic pump. The analyzer was then powered back up and the initialization was ok. The analyzer was performing a prime when a loud noise came from the area near the laser. A message was given that the laser power was to low. The technician who had been very near the area where the noise came from obtained an acute trauma to the right ear and had a cochlea block.